Event description:
It was reported that a patient's blood glucose levels (bg) rose to 400 mg/dl, while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), it was observed that the cannula was dislodged. The patient's grandmother reported being unsure if the cannula was properly seated. The cannula was also noted to be bent. There was also pain at the pod site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and dislodged at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911usqs6dyg1. Hardware: sm-s911u. Cgm sensor type: g7.